Manufacturer narrative:
Reportable malfunction with inomax dsir plus (B)(4) was documented and investigated under (B)(4). The customer provided a video file that showed the device displaying the delivery failure alarm. A review of the device's service log revealed that a delivery failure alarm occurred due to an apparent inter-processor link (ipl) failure between the device's monitoring processor and delivery processor. Although identified in the service log, the regional service center (rsc) did not experience a delivery failure alarm during testing. The root cause for this occurrence was likely due to a malfunctioning pca main board. As a result, the device's pca main board was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
The customer called to report that a patient experienced oxygen desaturation while on the inomax dsir plus. The customer reported that the patient began receiving nitric oxide via the dsir plus utilizing a vapotherm oxygen delivery device on (B)(6) 2019. The customer stated at the time of the event the patient was being ventilated with a draeger v-500 ventilator at the following settings: mode pressure control/volume control, respiratory rate 45 per minute, tidal volume 22cc, positive endexpiratory pressure (peep) 5cmh2o and fraction of inspired oxygen (fio2) at 50%. The customer reported that the patient's baseline oxygen saturation was in the 90% range. The customer stated that she was unable to give a precise oxygen saturation value as it was fluctuating. The customer reported that on (B)(6) 2019 at 08:28 cst, the nursing staff called her for an alarming dsir plus unit. The customer stated that she entered the room within thirty seconds of being notified and noticed a delivery failure alarm on the dsir plus. The customer reported that the patient's oxygen saturation had decreased to 75%. The customer stated the patient did not exhibit either bradycardia or hypotension. The customer stated that she immediately switched on the device's integrated pneumatic back - up in order to reinstate inomax to the patient. The customer reported that the patient's oxygen saturation then rapidly increased to 85%. The customer stated that manual ventilation was not required for the patient. The customer reported that the patient was not receiving any nursing care or having any procedures performed at the time of the incident. The customer stated that patient's inomax treatment continued utilizing the integrated pneumatic backup while a replacement dsir plus was prepared for use. The customer reported that the patient was placed onto the replacement dsir plus without any further incident within three to five minutes of the initial alarm. The customer stated that approximately three hours after the initial incident, the patient was still being maintained on 100% oxygen and their peep had been increased to 7cmh2o in order to maintain the patient's oxygen saturation. The customer reported that a follow up x-ray was performed which indicated that the patient had an extensive left sided atelectasis indicating a complete lung collapse. The customer reported that she felt that the patient's lung collapse may have contributed to the patient's oxygen desaturation and was also contributing to the patient's slow recovery. The customer stated that she felt that the patient's oxygen desaturation was related to the abrupt withdrawal of inomax. The customer reported that that she also felt that the abrupt withdrawal of inomax was due to a device malfunction/issue. The customer reported that once the dsir plus was removed from the patient, they re-booted the device and there were no alarms present. On 12-jan-2020, an internal employee performed a routine service log review for inomax dsir plus (B)(4) and discovered a delivery failure alarm due to ipl failure. This service log finding meets the criteria of a reportable malfunction. This submission captures the reportable malfunction. The desaturation will be investigated and submitted in 3004531588-2020-00018.